Event description:
Got urinary tract infections and ecoli from using the recalled catheters. After my uterine prolapse surgery my bladder didn't work as far as being able to urinate on my own so I had an indwelling catheter for a few months. Then I started self cathering until I was able to urinate. Everything was fine at first then later down the line I got I believe 2 e-coli infections. Didn't know what was going on at first. Then I received correspondence that there was a recall on the catheters I was using at the last. When I had the e-coli infections I was taking the following medications: smz-tmp ds800-160 mg tab generic fn bactrim ds, oxybutynin cz ER,10 mg tab generic for ditropan, nitrofurantoin mono mcr 100 mg tablets generic for macrobid and was also on pain medicine during this time not generic phenazopyridine 200 mg tab (not sure of dates). Date the problem occurred: (B)(6) 2015. Frequency: if needed at night every 4 hours.